Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-08168, and correct the initial report submitted on (B)(6) 2020. As a result of the investigation, the white dirt and a fiber of the inside the light guide lens of the device were not foreign materials came from outside the device, but were dust or white adhesive entered during the assembly. Olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the white dirt and a fiber of the inside the light guide lens of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.